Event description:
The user facility reported a "possible patient incident" related to their innowave unity ultrasonic irrigator.

Manufacturer narrative:
Steris has contacted the user facility for additional information regarding the reported event; however, to date the user facility has not provided additional information. The innowave unity ultrasonic irrigator is designed to thoroughly clean (remove tissue, blood, and other contaminants from) a variety of reusable surgical instruments. Cleaning is achieved through a combination of ultrasonic cavitation and low-frequency cannulated pulse enhancement (cpe) fluid recirculation to dislodge and flush away unwanted debris from both the outside and inside surfaces (hollow instruments only) of items placed in the tank. At the end of a wash cycle, instruments are removed from the unit for disinfection and sterilization. The unit is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. It is not clear on the information provided by the user facility how the innowave unity ultrasonic irrigator is related to the reported event. As noted previously, the innowave unity unltrasonic irrigator is used for cleaning instruments which are expected to be subsequently disinfected and sterilized by the user facility. Out of an abundance of caution, steris has elected to file this MDR due to lack of information received from the user facility. A follow-up MDR will be submitted should additional information become available.